Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported placement of the swan was unsuccessful due to the patient experiencing ventricular tachycardia and ventricular fibrillation requiring multiple shocks. The patient was transferred to the intensive care unit to remain on impella support over the next 24 to 48 hours. Additional information noted patient care was withdrawn, and survival outcome at explant indicated the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).